Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) several conductors fractured; the full lead in segments was returned for analysis. The defib conductor is distorted and the lead was flexed within 5 cm of anchoring sleeve.

Event description:
It was reported the patient received inappropriate shocks and the lead measured high impedance due to a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) several conductors fractured; the full lead in segments was returned for analysis. The defib conductor is distorted and the lead was flexed within 5 cm of anchoring sleeve. Performance data collected from the device has been analyzed. Spikes in defib impedance are observed between the weeks of (B)(6) 2009 and the end of the record. Spikes in rv pace max impedance as well as not taken impedances are observed between the weeks of (B)(6) 2009 and the end of the record. The v-sic (short interval counter) records 235 avg counts per day beginning (B)(6) 2009. The lifetime counter cannot be used as a measure as the device was implanted in two different patients. It was implanted in the 2nd patient after the first patient's death. Multiple short v-v cycle sensed events of < 220 ms are observed on (B)(6) 2010, the day of explant. Lia (lead integrity alert) not installed.